Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that there are no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This report revealed that this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent an open reduction internal fixation of the right distal tibia on (B)(6) 2014 and returned to the emergency room on (B)(6) 2014 with wound dehiscence over the medial plate. The patient was taken to surgery on (B)(6) 2014 for irrigation and debridement of the right medial ankle wound and removal of the hardware. The hardware was successfully removed, no new hardware was implanted and the patient was treated for possible infection. The report indicated the patient is stable with no further complications. It was reported the removed hardware was intact and there was no broken hardware. This is report 1 of 21 for (B)(4).